Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt had withdrawal symptoms. Eleven days later, it was reported that the pt had a return of spasticity and pain in both legs. The pt was admitted to the hospital in serious condition with lymphedema in both legs. The pump was interrogated and was normal. A catheter dye study was done with a "bubble" and a "clog" found in the catheter. The health care provider cleared the "clog". The pt was moved to a rehabilitation hospital in fair condition. It was later reported by the pt that the pump was "malfunctioning." No further details, pt symptoms or outcome were provided. Add'l info was requested, but was not available as of the date of this report. A f/u report will be filed if add'l info becomes available.